Manufacturer narrative:
The sl-10 microcatheter and the rhv were not returned. The coil was returned unsheathed and damaged. Located 21.0 cm off the distal tip of the green introducer the coil protrudes outside the sheath. There is mechanical sheath damage at the protrusion site. The coil's socket ring has been pushed down inside the outer sheath. The proximal section of the coil exhibits buckling and compression damage. The proximal end of the coil has compression and buckling damage. The coil¿s socket ring was pushed down inside the outer sheath. The evidence strongly suggests that distal interference inside the microcatheter was the most likely root cause of the resistance encountered during coil advancement. The source of this interference inside the microcatheter cannot be determined. In addition; without the return of the sl-10 microcatheter used in the procedure; it cannot be determined if this component contributed to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The physician experienced severe resistance when he was advancing the 1st coil (pc4100730-30/ f54971) in a microcatheter (excelsior sl10; details unknown). It is unknown where exactly the products met resistance. Therefore the physician safely removed the presidio from the patient and replaced it for a new one(pc4100730-30; lot unknown) which was successfully placed using the same microcatheter. Afterwards, the procedure was successfully completed and there was no patient injury reported. Prior to use, no defect (kink, bends etc) was noted on both the mc and the coil by visual inspection. There were no damages noted on the complaint product after the event. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The complaint product is not going to be returned for evaluation. No additional information is available. Failure analysis discovered that the returned coil was severely compressed and kinked at the proximal end.